Manufacturer narrative:
E1: patient city: dubai. Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2024 due to hyperglycemia. Length of hospitalization was 4 days. The blood glucose level was 450 mg/dl at the time of event and the patient got treated with intravenous fluids of insulin pens. Patient was found positive for ketones. The patient was released from the hospital on (B)(6) 2024. No further information was available.